Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that a lead was not implanted during the procedure due to "questionable lead fracture." The lead "seemed fractured" which was identified under fluoroscopy and when the hcp removed the lead from the introducer. Under fluoroscopy, the lead appeared in a v-shape rather than straight. As a result, a new lead was opened and used. The issue was resolved at the time of the report and the patient was alive with no injury. Follow-up is being conducted to determine return product status.

Manufacturer narrative:
Analysis of the lead lot # va0vg3l found the lead was bent between electrodes #2 and #3.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer's representative reported that the lead was unable to be implanted. There was positioning difficulty. The device was not used within the patient and there was no patient injury. The device was returned and the patient went on to implant.